Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device cutter locked into the locking subassembly only after multiple attempts and the device started overheating after two minutes. It was determined that the cutter could not be unlocked and the entire locking subassembly had to be torn apart and replaced. It was further determined that the pawls and lock cylinder had dents, there was damage to the components which could be what created difficulty in placing the locking assembly into the safety position, the bearings were worn which could have caused the device to overheat, the device had debris and the spindle had a dent. It was determined that this could create low rotations per minute problems as well as rotation problems. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to a wear from use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during routine maintenance and testing, it was observed that the motor device "knurled knob will not secure". During in-house engineering evaluation, it was observed that the device cutter locked into the locking subassembly after multiple attempts and the device started overheating after two minutes. There were no delays in the surgical procedure and an identical spare device was available for use. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.